Event description:
A caller reported via webform that a sensor error message was received with the adc device. It was indicated that due to this, the customer experienced nausea and was provided insulin (dose/type unknown) by a third-party for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Performed a visual inspection of the returned sensor, no issues observed. No failure modes were observed upon visual inspection of the plug assembly. Extracted data from returned sensor using approved software. Sensor found to be in state 6 (indicating abnormal termination) and the sensor was observed not functioning (events 47) due to memory/software corruption of the microcontroller processor (mcp). Therefore, this issue is confirmed due to memory corruption. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported via webform that a sensor error message was received with the adc device. It was indicated that due to this, the customer experienced nausea and was provided insulin (dose/type unknown) by a third-party for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.